Manufacturer narrative:
The reported event of a loose power port assembly was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that device failed visual inspection due to a loose power port 2 connector. Further analysis revealed that the power port nut came in contact with the printed circuit board (pcb), causing damage to a diode and integrated circuit responsible with the communication between the controller and batteries. The controller was still able to accept power, but was unable to read the relative state of charge of a battery connected to the controller. This observation has been escalated for further investigation. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose power connectors heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There are no apparent contributing clinical factors to the reported event. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Event description:
It was reported that a patient experienced a controller issue. Power port 2 assembly fell out of the controller and wires were exposed. There was no trauma or excessive usage reported that would have contributed to the event. There were no alarms or unintentional loss of power. The controller was exchanged with no reported consequences or impact to the patient.